Event description:
As reported, when the device was removed, the physician reported that when he tried to unscrew the white part on the top of the pacemaker introducer cannula, he found out the top was broken. Inside the white plastic was broken and the top blue plastic seemed to be fine.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Attempts have been made to obtain additional information. If additional information is obtained a supplemental will be forthcoming.

Manufacturer narrative:
It was initially reported to edwards by the hospital that the device would not be returned. However, six month later we received the device with no explanation from the hospital. Attempts have been made to the hospital regarding the device received. No response has been given at this time. We received 1 - touhy borst type introducer without the white rotating cap, edwards contamination shield and 1 - non edwards pacing catheter for examination. All components were received in a small 11"x6"x6" cardboard box. Examination of the returned introducer found that the white rotating cap was missing/detached from the valve housing and was not returned. The valve housing is not damaged. We were unable to confirm if there is anything broken or if the rotating cap had just detached from the housing. The cap has a snap feature that keeps the rotating cap from falling off in the full loose position, but can be detached by side loading the rotating cap. The cap does not pull off easily pulling straight up from the valve housing. A lab sample rotating cap was attached to the returned valve housing and was found to snap to the housing and functioned as intended. It tightened down and when in the full loose position could only be removed by placing a side load on the cap. Without return of the white rotating cap we were unable to confirm the customers reported event.